Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify unexpected restart alarm due to blank display. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer's blood glucose level was 265 mg/dl at the time of the incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.